Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine, clonidine, compounded baclofen and bupivacaine at 8.0 mg/ml, 400 mcg/ml, 200 mcg/ml, 30.0 mg/ml concentrations and doses of 2.9965 mg/day, 149.82 mcg/day, 74.91 mcg/day, 11.237 mg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported that following a pump refill in which baclofen was added to the pump and the concentration of clonidine was increased, the patient reported poor balance, hallucinations, edema, and coughing on (B)(6) 2016. It was indicated the event was related to the device or therapy and related to the drugs baclofen, clonidine, and bupivacaine and the drug action that caused the event was that baclofen was added and the clonidine dose was increased. The issue was listed as it medication side effects. The pump was reprogrammed on (B)(6) 2016 and the issue resolved without sequelae on (B)(6) 2016) .